Event description:
Pt contacted dexcom technical support (B)(6) 2012 to report that he had suffered a hypoglycemic episode and had lost consciousness while driving. Before getting behind the wheel patient recalls that his cgm was reading slightly higher than 70mg/dl. Pt then checked his bg, which was 70 mg/dl and entered that valve in his cgm. Approximately forty minutes later, after getting behind the wheel, pt was involved in a car accident. His car hit the rail guard, a telephone pole and a tree. Car then caught on fire and pt had to be rescued unconscious from his vehicle. The paramedics that were called on site recorded that patient's bg was around 30 mg/dl. At the time of his call to dexcom technical support, pt reports that he had partially crushed his carotid artery as well as suffered a neck injury which will require wearing a neck brace for several weeks.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.